Event description:
It was reported that the bd phoenix¿ ap was contaminated, leading to false results. There was no report of patient impact. The following information was provided by the initial reporter: suspected contamination issues. Customer thinks instrument is contaminated and wanted to know how to decontaminate. Abnormal susceptibility patterns. Nothing reported in error.

Manufacturer narrative:
The complaint of "suspected contamination " was received against instrument phoenix ap material number: 448010, serial number: (B)(6) . Bd remote assistance provided emailed decontamination procedure, instructed customer to clean the instrument which resolved the issue. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ap0475 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus returned material investigation could not occur. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ ap was contaminated, leading to false results. There was no report of patient impact. The following information was provided by the initial reporter: suspected contamination issues customer thinks instrument is contaminated and wanted to know how to decontaminate. Abnormal susceptibility patterns. Nothing reported in error.